Manufacturer narrative:
Corrected data: section d6a: date of implant corrected to blank. Section g2: corrected to include foreign. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via submitted log files. The submitted log files revealed while connected to the mobile power unit (mpu), at 1:32:10, 21apr2025, a low power hazard and power cable disconnect alarm activates due to a drop in both relative state of charge (rsoc) and bus voltage consistent with a disruption of external power. The alarm progresses to a no external power alarm at 1:32:14. The alarms clear by 1:32:20. During this disruption the backup battery functioned as intended and supported the pump without interruption. No other notable alarms were observed on the reported event date. Pump operation was not affected. The mpu (serial: (B)(6) was not returned for analysis. Provided information indicated that the mpu did have a v-lock connector. Additional information provided communicated that the mpu ac power cord became loose from the wall outlet. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. Heartmate 3 instructions for use (rev. A) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. A) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms.. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. A) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) came loose at the wall outlet.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient complained of on and off chest discomfort for two weeks due to sternal wound infection. The patient experienced purulence on sternal wire, methicillin-susceptible staphylococcus aureus (mssa). The wound was treated with granudacyn. Log file captured low flow events on 14apr2025. There were also several low flow flags. The log also captured a no external power alarm and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power (mpu) being briefly interrupted. The mpu had v-lock connector on the ac power cord. Reportedly, there was a loose of the connection. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in use. The cause of low flows was probable to be transient hemodynamic change; the low flows resolved itself. There were no symptoms observed at the time of low flows. The patient continued using negative pressure wound therapy (npwt).